Manufacturer narrative:
(B)(4). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by abbott on (B)(6) 2016.

Event description:
During prophylactic device replacement due to premature battery depletion advisory, the patient notifier did not respond when tested. There was no allegation of premature depletion. The patient was in stable condition following the procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received and the device alarm anomaly was not confirmed. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.